Manufacturer narrative:
Images retrieved from the instrument revealed that no anti-a was dispensed. As a result, the cell buttons were not entirely resuspended, resulting in falsely positive reactions. It is possible there was foam in the anti-a vial. The operator manual indicates that "foam in the vial can cause the liquid level detection (lld) feature of the pipetting system to aspirate foam rather than reagent. This will produce incorrect results or an error."

Event description:
Customer reported an abo discrepancy on the galileo. Forward abo donor confirmations on units labeled as b, rh positive typed as ab, rh positive on the galileo. The units were retested and typed as b, rh positive.